Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours on the arm. The patient noticed the infusion site was getting worse describing it as "infection, giant lump grew underneath the skin and the redness started moving up her arm" resulting in a visit to urgent care on (B)(6) 2025. During the visit, the patient was diagnosed with an infection. As treatment, the nurse tried to physically drain the infection and then prescribe antibiotics (name not provided). The device was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.